Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had bruising on the implant site and also back pain since implant. Painful and uncomfortable stimulation was also reported patient also started that they started going haywire and they turn it far down but were still having the pain and that it had been going on for not quite a week now. Patient also reported that they had their cell phone in their pocket and they thought it went to close to the implant. Patient mentioned they experienced more pain down their legs in their buttock and vaginal area and that when they turned the stimulation down it seemed to stop but then a few days later, it started happening again and they have severe pain since then. Patient has an upcoming appointment with their health care provider. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they went to the ER (emergency room) and norco (4 of them) was used for the patin. The patient resented in bed for 1 week. The manufacturer's representative checked for problems with the machine and the settings were changed. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they felt like that they were being electrocuted. They thought the device moved and it was not helpful in the areas, they were told that would be. They called their provider who had placed the device inside them on the (B)(6). They got up from the chair and were walking up the stairs and they were shocked. They called the different provider because it was thought to come from their back. On the (B)(6), they had another shock. They had electric pain on the (B)(6) and went to the emergency room. No tests were done. They saw their primary care physician on the (B)(6). They were in bed for whole day because of pain. They had physical and mental health symptoms increase after this happened to them. Area agency on aging assessment was done on them in (b)96) as well. The shocks continued all (b)(3). The device was removed on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the painful stimulation and vaginal and buttock pain was undetermined; the bruising was reported to be consistent with post-op healing process. It was noted the patient would see a manufacturer representative about their therapy settings, and on (B)(6) 2017, the device was interrogated and the impedance were within normal limits. The device diary revealed stimulation to be off during the reported ¿shocks¿ and that the device had been off (B)(6) 2017. The patient had a history of chronic back pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. The patient reported they were feeling stimulation in the wrong location, shocking, painful st imulation, uncomfortable stimulation and no stimulation. Patient was redirected to their healthcare provider to discuss symptoms and programming. The patient described being in more pain, shocking and decreased therapeutic effect, worsening therapy relief, leaking, a loss of stimulation, and stinging/uncomfortable stimulation at 1.4. Patient reported they had an appointment scheduled with their doctor for (B)(6) 2018. Patient mentioned they were on pain medications and had been in more pain since the device was implanted, but they didn't believe it was related to the device. Patient stated they had been having troubles with the machine since the week they had the permanent implant. Patient clarified they meant they were having problems finding effective settings for them. Patient stated the device was programmed to the wrong setting. Patient saw manufacturer representative (rep), who helped them program it to program 4 at 0.7 or 0.8. Patient reported that they were later shocked twice when they got up from a sitting position and were walking upstairs. Patient stated it was a strong electrical current and felt almost like they were shocked on their insides. Patient stated it was very painful and they continued to have pain for weeks afterward. Patient further stated it really put them down for a while. Patient stated the rep ran a diagnostic test and stated the device was functioning fine and stated the device was only on 58% of the time. Patient stated they hadn't turned it off that much, but did state they had turned it off after it shocked them. Patient stated the rep reprogrammed them during the appointment. Patient sated they couldn't feel the stimulation. Patient stated they would check to see if the device was on, but did not make adjustments until (B)(6) patient stated they got some therapeutic relief after the reprogramming, but they never fully got therapy relief the same way after they were shocked. Patient stated they experienced unrelated injuries on (B)(6) and (B)(6) 2017 and their symptoms worsened after these injuries. Patient stated they thought their device was defective. Patient stated they experienced leaking, had wet the couch several times, and it was like they had no control. Patient stated they had no idea they were going to pee and would roll over and just go. Patient stated their symptoms were better than before the implant because before the implant it would just pour out all the time. Patient stated they were back up to 5 poise pads, leaked everywhere, and it got all over their clothes. Patient stated the saturday prior to report they turned off stimulation and it wasn't much different. Patient turned it back on the next night. Patient stated it would sting in the buttocks or down the leg and not in the right place. Patient stated they were currently on program 1 at 1.3. Patient stated they couldn't feel stimulation and it wasn't working, but at 1.4 it stung.